Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The battery cap was unable to fully tighten on to the pump and there was evidence of moisture corrosion on the underside of the pump. The pump was unresponsive during testing with both the returned battery cap and the test cap due to the moisture corrosion. The black box data could not be downloaded due to this and the complaint could not be fully investigated. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture ingress was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.